Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure at the second location the catheter for the atrial leadless pacemaker (alp) had resistance when attempting to go into long tether mode. At this point the alp detached from its location, pulled into the catheter, and was removed from the body. When the catheter was removed from the introducer, the alp detached from the tethers and was protruding from the valve of the introducer and the helix sprung. The device was removed, and a new alp was implanted without incident. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched outer helix was confirmed, device dislodged or dislocated, and premature separation were not confirmed. Visual inspection noted the outer helix was stretched out of specification. The outer helix elongation is consistent with having occurred during the implant procedure caused by the end-user. Electrical and mechanical analysis performed indicated normal functionality. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.